Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. The right ventricular lead exhibited noise. The patient presented in clinic on (B)(6) 2018. Isometric maneuvers were performed to attempt to reproduce the noise; noise was not reproducible. No medical intervention was performed. The patient would continue to be monitored closely.